Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a constrained liner put in rt hip for chronic instability back in (B)(6) 2016. According to the surgeon, the patient had been doing great since it was put in (B)(6) 2016. However the patient was bending over to fix a sprinkler and her hip dislocated, even with the contrained liner. The surgeon wanted to revise the poly, put in another constrained liner and change the head to a longer length. The surgeon removed the head, locking ring, and poly. He trailed using a liner trial and head trial, then implanted the same new liner and went up to a 28 +5 head. He was happy with leg length and stability. Doi: (B)(6) 2016. Dor: (B)(6) 2020. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Examination of the provided x-ray image confirms the reported dislocation event. It was not possible to conclusively determine a root cause from a singular image. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.